Event description:
It was reported that during an unknown procedure using fast-fix 360 curved ndl delivery system t2 was out of position when t1 went in first. The device did not break in the patient. There was a procedural delay of 3 to 4 minutes. The procedure was completed using a back-up device. The device was not reused in a patient; the device was reprocessed. This incident did not result in any patient injury or complications.

Manufacturer narrative:
Device was reprocessed but not re-used on the patient. Two fast-fix 360 curved needle delivery systems were returned for evaluation. Only the insertion devices were returned, no suture or ts. Both needles are bent. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ actuators are in its post t2 deployment position on each device indicating a complete deployment. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. Although the failure mode cannot be confirmed, the described failure is related to a corrective action investigation that has been opened for this failure mode. This investigation is ongoing. (B)(4).